Event description:
It was reported that this right ventricular (rv) lead presented low impedance measurements but still within range, undersensing, high capture threshold measurements and loss of capture. The lead was examined through x-ray imaging but no issues were found, with a closer examination revealing the lead insulation had been damaged back when the patient was sutured. The lead was subsequently extracted and a new lead was implanted instead. No additional adverse patient effects were reported. The device is expected to return for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Closer examination revealing the lead insulation had been damaged back when the patient was sutured", based on the finding of cuts/punctures in the insulation, it is unknown if these happened at implant or explant, usually these happen at explant.

Event description:
It was reported that this right ventricular (rv) lead presented low impedance measurements but still within range, undersensing, high capture threshold measurements and loss of capture. The lead was examined through x-ray imaging but no issues were found, with a closer examination revealing the lead insulation had been damaged back when the patient was sutured. The lead was subsequently extracted and a new lead was implanted instead. No additional adverse patient effects were reported. The device has been return for analysis.